Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator's ventricular setscrew could not be engaged using the hex wrench. The pulse generator was explanted and replaced.